Event description:
On (B)(6) 2013, it was reported that cardiohelp (article number 701048012; serial number (B)(4)) at maquet (B)(6) used as a rental was returned from the field. During preventive maintenance testing the unit displayed a "battery 1 needs service" message after the batteries had passed calibration and were charged to 100% at the time of the error message. (B)(4).

Manufacturer narrative:
(B)(4). The cardiohelp was evaluated by a technician at mcp in (B)(6) and the sensor panel in the unit was replaced and the unit passed all tests per the service protocol. (B)(4).